Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. Moisture damage was found on the display board and mother board. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that her insulin pump would not turn on or off. Customer stated that the insulin pump had condensation under the display screen. The customer believes the condensation is due to the pump being placed in a cooler where water seeped in through one of the cracks. Blood glucose level was 199 mg/dl at the time of the call. No further information was provided.